Event description:
It was stated that the insulin pump's case was scratched. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked end cap and scratched liquid crystal display window. The insulin pump also had a blank display due to a problem with the motherboard.